Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017. The reported cause of death was probable head bleed. No other information was provided.

Manufacturer narrative:
Change pump returning to no, multiple attempts made for product return, not retuned. A correlation between the reported event and the device could not be conclusively determined. The submitted log file contained approximately 15 days of data. There were multiple no external power alarms active in the system controller log file. The first two no external power alarms on (B)(6) 2017 appear to activate due to a loss of ac power while the controller is connected to the mpu. The next two no external power alarms activate due to both power cables being disconnected at the same time. All of the alarms cleared once power was restored. On (B)(6)2017 at 4:08, both power cables were disconnected activating the no external power alarm. At 4:42, the low battery advisory alarm activated indicating that the backup battery was nearly depleted. In the next event following the no external power the time stamp read 1/1/01, the motor was stopped, and the backup battery was uninstalled. This sequence of events indicates that the backup battery had been completely depleted stopping the pump for an unknown amount of time. When power was restored the driveline was still connected and the pump returned to the set speed without issue. The yellow wrench advisory alarm was active and remained active due to the clock not being set. There were no other notable alarms active in the log file. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.